Manufacturer narrative:
One elite pass suture shuttle with ratchet device was returned for evaluation of the reported complaint mode ¿insufficient loop.¿ the device was built in october of 2011 and shipped the same month. The device was inspected and found to be visually acceptable. It was then functionally tested with a new suture shuttle needle and a length of ultra braid suture. The loop extended up through the test material as per design intent. The complaint mode could not be confirmed. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. There were no internal processing issues, which could have contributed to the nature of the complaint. No root cause related to the manufacturer of the device can be established. No further investigation is warranted at this time. (B)(4).

Event description:
During a rotator cuff repair utilizing the elite pass suture shuttle with ratchet it was reported that the needle is not discharging the suture in a long enough loop for the surgeon to be able to grasp it. There was a one minute procedural delay and the case was completed with a competitor's device.